Event description:
Info rec'd via complaint form is indicated as follows: after the catheter implementation and the pushing of the balloon, it was not possible to empty the balloon, not even after cutting the catheter; therefore the catheter was removed by pulling it out from the pt with the full fixation balloon.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2013 based on the info provided by the customer and review of device history record, as the complaint sample was not expected to be available for eval. Based on history record review did not show any significant abnormalities. Since the actual product was not returned, further investigation in determining and confirming the root cause of product failure could not be carried out. Results from the review of assembly work order revealed no signs of collapsed airline detected during the inspection. Review of past two yrs (2011-2012) complaint history record did not reveal any sign of non deflation related to the product. Reviewing of the in-process function test report for dip codes ((B)(4)) does not revealed any sign of such defect detected during the drainage test. The samples taken from this mfg lot met the specification when subjected for the functional test in accordance to (B)(4). No add'l info is expected. Future complaints will be monitored for trends in accordance with convatec inc's global handling complaint and CAPA procedures.